Event description:
Patient reported, left side pain. "Breast is tightened, sticking" and "prosthesis are from the recall". MRI concluded, "capsule contracture with nodular thickening", baker grade unknown. And "a small amount of heterogeneous intracapsular liquid". Patient, later reported, capsular contracture, baker grade IV. Calcification and adhesion. Device has been explanted.

Manufacturer narrative:
Health effect: impact code continued: f2201: biopsy, f2203: imaging required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.

Event description:
Patient reported left side pain, "breast is tightened..sticking," and "prosthesis are from the recall." The device remains implanted. MRI concluded "capsule contracture with nodular thickening," baker grade unknown and "a small amount of heterogeneous intracapsular liquid."